Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Event description:
The healthcare provider requested the foreign material seen on the outlet port be analyzed. Analysis performed on the white clumpy powder revealed the drug was morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having surgery for a scheduled replacement of the pump. The pump was delivering morphine. It was later reported the pump was replaced due to normal elective replacement indicator (eri). The physician found a black substance at the connector site. It was later reported it was prophylactic removal of the pump to avoid in-vivo battery depletion. A rotor study and dye study were performed. It appeared to be intact but there was a leak in the catheter. There was sludge at the connector site. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
The type of reportable event was updated to "serious injury". The catheter and connector were not returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient¿s symptom was pain. The patient felt the pump was not helping. A catheter leak was found approximately 8cm distal to the connector. It was spliced and replaced with a new connector piece.